Manufacturer narrative:
Internal file number - (B)(4). The UDI is unknown because the part number and lot number were not provided. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effects of hypertension and worsening heart failure are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, test date, implant date, therapy date: estimated dates. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report hypertension, heart failure, and prolong hospitalization. It was reported through a (B)(6) comment identifying two mitraclip devices that may be related to patient hypertension, heart failure, and prolonged hospitalization. Specific patient information is unknown. No additional information was provided.